Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. The insulin pump was received with a had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was 180 mg/dl. Customer reported she was trying to put a new syringe in and the top pf the reservoir compartment broke off. The insulin pump will be returned for analysis.